Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed; due to clogging of the nozzle, water supply volume did not meet standard value. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: due to wear of angle wire, bending angle in up direction does not meet the standard value, the plastic distal end cover has a scratch. Light guide lens has discoloration, adhesive around light guide lens is peeled, adhesive around objective lens is peeled, switch box has a scratch, switch has wear. Suction cylinder is shaved, forceps elevator lever has a scratch, connecting tube has a scratch, forceps elevator knob has a scratch, right/left knob has a scratch, control unit has discoloration, control unit has a scratch, control unit has corrosion due to water leakage, due to clogging of nozzle, water removal ability does not meet the standard value, due to clogging of nozzle, air supply volume does not meet the standard value, adhesive on bending section cover has a chip, bending section cover has slack, due to wear of angle wire, the play of up/down knob is out of the standard value, up/down knob has a scratch, connecting tube has coating peeling. The customer provided additional information. The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, it is unknown what the material was or when the foreign material adhered to the nozzle, there was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, the nozzle was cleaned with lint-free cloths/brushes/sponges and the air/water nozzle was flushed with detergent solution. There were no abnormalities in the accessories used for reprocessing. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera colonovideoscope had a poor water supply. The device was returned for evaluation. During the device evaluation, it was found that the nozzle had foreign objects. The issue occurred during a procedure, and the procedure was completed using the same equipment, and without delay. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the instructions for use (IFU) sections: the instruction manual operation manual ¿evis lucera gif/cf/pcf type 260 series, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿evis lucera gif/cf/pcf/sif type 260 series, chapter 3 cleaning, disinfection, and sterilization procedures¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.